Event description:
The rotator on the hemostasis valve came apart during an angiographic procedure. There was no report of harm or injury. The customer reported two defective devices but did not provide any further info or clinical details for the second defective device. The customer returned one used device for eval/investigation. Therefore, this single MDR report will be filed.

Manufacturer narrative:
Device eval: the device eval/investigation has not been completed. A follow-up report will be submitted when the eval is completed. Eval conclusions: a follow-up report will be submitted when the device eval has been completed.